Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude measurements. Boston scientific technical services (ts) discussed mode settings may be considered for programming optimization at time of clinic follow-up. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).